Event description:
The user facility reported that within the first minute of treatment, blood started leaking out of the top of dialyzer. It is unk if the machine alarmed. The blood flow rate was 500. The pt lost a circuit of blood, approximately 250ml. There were no complications to the pt, who is doing well.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.